Manufacturer narrative:
The handpiece and controller involved in the case were returned to minerva for further evaluation. The handpiece appeared to be in good functional condition with no external damage noted. Both cervical balloon and pft plasma balloon remained to be functional. A test plasma cycle was conducted with the involved rf controller. The handpiece completed handpiece check and uit with no issue. Plasma test cycle also completed with no error noted. The handpiece functions as intended during the analysis. The rf controller was returned, and an investigation was conducted. The uit feature in the rf controller was found to be functional. All rf controller specifications relevant to the uit function were also tested and all were found to be in compliance with manufacturer's original specifications. A device history record review was conducted for the handpiece in question. The handpiece was released, meeting all qa specifications. Uterine perforations are known complications of endometrial ablation. Complications associated with uterine perforations are addressed in the warning section of the minerva endometrial ablation system operator's manual and instructions for use, including the statements: 1. Use caution not to perforate the uterine wall when sounding, dilating, or inserting the minerva disposable handpiece. 2. Excessive force applied during placement of the minerva disposable handpiece may result in tissue injury, including perforation. 3. Although designed to detect a perforation of the uterine wall, this test is an indicator and it might not detect all perforations. Clinical judgement must always be used.

Event description:
It was reported that an injury to the bowel took place, which required surgical intervention. The multiple attempts to collect additional information remained unsuccessful.